Event description:
It was reported that the patient line from a homechoice low recirculation volume automated peritoneal dialysis (apd) set with cassette completely disconnected from the minicap transfer set in the middle of the night during peritoneal dialysis (pd) therapy, which resulted in leaking. There was no patient injury or medical intervention as a result of this issue. This is report 1 of 2 for this patient.

Manufacturer narrative:
(B)(4). The event occurred on an unknown date in (B)(6) 2013. The sample was requested, but was not available for analysis. A review of all batch record documents was performed with no issues noted during the manufacturing process. (B)(4).